Manufacturer narrative:
On (B)(6) 2023 clinical specialist (B)(6) notified enovis foot and ankle that a dynanail ttc nail was removed from a patient in winter garden, fl as the nail and internal compressive element were broken completely through. Multiple requests have been made to obtain information, however all remaining patient, case and dynanail information is unknown at this time. On (B)(6) 2023 complaint investigation (B)(4) was initiated to investigate the nail breakage event for root cause and corrective / preventive action, as necessary. As patient, operative and surgeon information remains unknown at this time, per qsf-8.2.1.7, this complaint is being filed as an MDR as it is possible that a device malfunction resulted in the nail breakage. A supplemental MDR report will be filed for complaint (B)(6) when all necessary information has been obtained and the complaint investigation has been completed.

Event description:
On (B)(6) 2023 clinical specialist (B)(6) notified enovis foot and ankle that a dynanail ttc nail was removed from a patient in winter garden, fl as the nail and internal compressive element were broken completely through. Multiple requests have been made to obtain information, however all remaining patient, case and dynanail information is unknown at this time.

Manufacturer narrative:
Multiple attempts were made by the complaint reporter, including multiple emails and calls to associates at the facility. The needed information for (B)(4) could not be obtained during any of these attempts made by the reporter or to the facility. Additionally, the complaint unit (broken dynanail) was never returned for investigation. Per FDA 21 cfr 820.198 and internal sop, multiple "good faith effort" attempts were made to obtain necessary information for complaint investigation and the needed information could not be obtained. This complaint investigation will be closed as no conclusion can be made at this time as to a potential cause of the dynanail breakage. There is no ability to determine if the breakage was the result of a medshape device deficiency. If any future information is received for this complaint, the complaint investigation and MDR report will be re-opened as necessary.